Manufacturer narrative:
The report of elevations in pump power values was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the changes in pump parameters could not be conclusively determined through this evaluation. Moreover, the report of suspected thrombus could not be confirmed and a correlation between the report of elevated lactate dehydrogenase (ldh) and plasma free hemoglobin levels, and the device could not be determined. Based on the manufacturer¿s past complaint experience, the pump power elevations coupled with elevations in ldh and plasma free hemoglobin levels could be indicative of potential device thrombosis; however, a specific cause for the changes in pump parameters and hemolysis lab markers could not be conclusively determined. The patient remains ongoing on pump support and no additional events have been reported at this time. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the clinical representative on 06/16/2016 stating that the patient is being monitored and remains ongoing on pump support.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 1 month. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that prolonged periods of elevated pump powers were observed. It was suspected that the pump power elevations were due to thrombus. The patient's lactate dehydrogenase (ldh) and plasma hemoglobin (hgb) levels were elevated and the patient was started on IV heparin. It was reported that pump powers remain elevated and the patient continues to be monitored with plans for pump exchange. No further information was provided.